Event description:
The clinic reported that a laser vision correction patient at 3 weeks post-operative exam was complaining of decrease vision on left eye (os). In addition, the surgery center noted epithelial ingrowth on os under a slit lamp. A flap lift and rinse was performed to remove the epithelial ingrowth. The patient¿s visual acuity sands correction (vasc) was 20/20 on right eye(od), and 20/30 os.

Manufacturer narrative:
No patient code available for epithelial ingrowth. No patient code available for flap and rinse. The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.